Event description:
Surgeon reports 6 days post-operative lens implantation pt noticed a decrease in acuity and a red eye. Examination revealed cells observed in the anterior chamber as 4+ and vitreous chamber as 1+. Intraocular antibiotic injections were administered (vancomycin, ceftazidine) and the current visual acuity is 20/40+ (pinehole) and the glaucoma bleb failed. Culture of vitreal fluid grew staphlococcus epidermidis.